Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 500 mg/dl at the time of incident and other blood glucose were 475 mg/dl and 326 mg/dl. The customer was treated with insulin pump and manual syringe. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The customer reported that they did not allege insulin pump was under delivering. Customer was unknown that if the insulin pump was in auto mode at the time of the incident. Customer reported insulin exited at the quick release. The insulin pump will not be returned for analysis.